Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys toxo igg immunoassay (toxo igg) on a cobas 6000 e 601 module (e601). On (B)(6) 2017, a first sample collected from the patient was tested on an abbott architect analyzer and both the toxoigg and toxoplasma igm results were negative. This sample had a toxoplasma igg avidity result of 80.89%. On (B)(6) 2017, a second sample collected from the patient was tested with the roche toxo igg assay, resulting as 48 iu/ml (reactive). This value was reported outside of the laboratory. The same sample was tested with the abbott architect toxo igg method in duplicate, each time resulting as 1.0 iu/ml (negative). Based on results from the previous sample, the physician did not trust the roche toxo igg result. The second sample was repeated three additional times with the roche toxo igg assay, resulting as 48.89 iu/ml (reactive) and 48.98 iu/ml (reactive) on (B)(6) 2018 and 28 iu/ml (reactive). This sample had a negative result when tested with the roche elecsys toxo igm immunoassay and resulted as 81.22 % when tested for toxoplasma igg avidity. No treatment was provided to the patient based on the results from the roche assay. The customer suspects that no treatment will be provided to the patient since the avidity results suggest that the patient had a past infection with immunity present. No adverse events were alleged to have occurred with the patient. The serial number of the e601 analyzer was asked for, but not provided.

Manufacturer narrative:
A sample from the patient was provided for investigation. The results obtained by the customer could be duplicated. The sample was found to be correctly reactive/positive based on investigations performed with an in-house neutralization assay and a second independent method. The reagent performs within specifications.